Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "rn primed tubing with zometa. After cartridge inserted into pump, fluid starting leaking from bottom of cartridge out the bottom of the pump. No hazardous substance. Patient harm: no. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.